Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that issue that was reported could not be replicated. A field service engineer, verified that no failures occurred. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, the drawer has failed and unable to be recover. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.